Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5564 showed six other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC placed to patient for tpn. When clave placed on PICC line hissing noted. Upon further inspection small crack noted to lumen. Line changed with no issues."